Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a hip revision approximately 1-month post implantation due to recurrent anterior dislocation. Anterior instability, and no posterior impingement were noted. +3.5 ball 32mm was replaced. Removed liner and placed lipped liner. The cup and stem were noted to be in acceptable limits. There were no complications during procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00877503201-bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14-3005176. Reported event was unable to be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported head and liner were reviewed for compatibility with no issues noted. However, compatibility of the entire construct could not be determined as the part and lot information of the shell and stem were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision approximately 1-month post implantation due to recurrent anterior dislocation. During the procedure the liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.